Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported injecting a patient in the tear troughs with 1 ml of juvéderm® volbella¿ with lidocaine. The patient experienced ¿normal swelling¿ initially after injection. After 48 hours, the right eye experienced ¿increased swelling¿ and the left eye was ¿unremarkable.¿ the patient self-treated with amoxicillin. That same day, the patient visited ¿accident & emergency¿ (a&e), who advises the patient that they should not have gotten filler with false eyelashes. The patient was diagnosed there with ¿periorbital cellulitis¿ and had the false lashes removed. The patient was then treated clindamycin 750 mg 4 x a day, paracetamol, and ibuprofen. The symptoms are ongoing, with the patient currently experiencing ¿severe pain, area is hot, throbbing, red, inflamed, and tender, with slight blurry vision¿ in the right eye, as well as ¿swelling.¿ patient returned to a&e as swelling and pain were still present.

Manufacturer narrative:
Additional data: b.3, b.5, b.7, section c, d.1, d.4, d.6, e.1, g.1, h.4 the event of "wisdom tooth lower left infection" is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient in the tear troughs with 1 ml of juvéderm® volbella¿ with lidocaine. The patient experienced ¿normal swelling¿ initially after injection. After 48 hours, the right eye experienced ¿increased swelling¿ and the left eye was ¿unremarkable.¿ the patient self-treated with amoxicillin. That same day, the patient visited ¿accident & emergency¿ (a&e), who advises the patient that they should not have gotten filler with false eyelashes. The patient was diagnosed there with ¿periorbital cellulitis¿ and had the false lashes removed. The patient was then treated clindamycin 750 mg 4 x a day, paracetamol, and ibuprofen. The symptoms are ongoing, with the patient currently experiencing ¿severe pain, area is hot, throbbing, red, inflamed, and tender, with slight blurry vision¿ in the right eye, as well as ¿swelling.¿ patient returned to a&e as swelling and pain were still present.